Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient went to the emergency room (ER) on (B)(6) 2026 and was subsequently hospitalized due to a bent cannula leading to hyperglycemia. The blood glucose level was high at the time of the event. The patient was treated with correction boluses via pump and injections, requiring IV insulin infusion. The patient was released from the hospital on (B)(6) 2026. The length of emergency room stay was for four days. No further information available.

Manufacturer narrative:
E1: patient city: città. Patient country: italy.